Manufacturer narrative:
(B)(4). The transfer set was returned and a device analysis has been completed. Visual inspection (microscopic and naked eye) discovered damage to the patient adapter. Underwater leak, clear passage, and clamp functional tests were performed with no issues noted. The damaged patient adapter was discovered during sample analysis was verified. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of the sample, it was observed that the patient adaptor was damaged on the uv flash transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.